Manufacturer narrative:
The customer reported issue, freestyle libre application has a bug, was investigated. After attempting to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of device model, os and app version information restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported vis social medica (instagram) with the abbott diabetes care (adc) device in use with an iphone and unknown ios operating system version. The customer indicated that a "bug in the ios version" was identified. As a result, the customer was unable to monitor glucose with sensor readings and experienced unspecified hypoglycemic symptoms and almost lost consciousness. Additional details regarding treatment were not provided and attempts to contact the customer were unsuccessful. There was no report of death or permanent impairment associated with this event.